Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user disconnected from the ilet after dinner to shower and charge the device, remained disconnected overnight, and awoke with a high blood glucose of 333 mg/dl and a partially charged battery with low insulin; upon reconnection in the morning, glucose returned to 94 mg/dl. Symptoms included none. Outcomes included no need for outside assistance and no medical intervention. Investigation included customer-care troubleshooting and user education regarding appropriate disconnection practices and infusion set management. Investigation of this case revealed hyperglycemia due to prolonged disconnection from the infusion set, with device function restored upon reconnection and continued use. It was concluded, based on previously established findings for similar reports, that user-related use error from extended disconnection was the cause.